Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The technician noted, "helix extended and retracted smoothly with no anomaly.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, placement difficulty encountered, as it was not possible to screw the lead. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.